Event description:
Customer reported to beckman coulter, inc (bec) that there was a leak coming from the ion selective electrode peri-pump of the unicel dxc 800 synchron clinical system. Customer reported that the leak has dripped down onto the floor, behind the instrument. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) observed leaking from the ion selective electrode waste tubing. The fse replaced the tubing and secured the fitting to the peri-pump.

Manufacturer narrative:
(B)(4).